Event description:
It was reported that "about a year and a half ago, around 2006 or 2007," after the patient's first pump was implanted the patient experienced withdrawal symptoms and was "combative and nasty." The health care provider (hcp) had tried to do a bolus under x-ray and "nothing happened." The hcp then reportedly ordered "nuclear dye" to do further troubleshooting because it was thought there might be "something lodged in the tubing." It was reported in the 3 or 4 days the patient was waiting to get the nuclear dye, the patient was given baclofen orally. The patient started to have breathing problems, was "very loose" and experienced "an overdose" because the pump "decided to kick in." It was reported the hcp determined the pump started to work again; they checked the pump logs and didn't find any alarms and "to this day they never knew what happened." The pump was left implanted until it reached its normal battery depletion. The device system had been used to deliver baclofen. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID 8709, serial# (B)(4), implanted: (B)(6) 2005. Product type: catheter: product ID 8709, serial# (B)(4), implanted: (B)(6) 2005. Product type: catheter. (B)(4).